Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic after hearing tones from their device. Upon interrogation this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service and no adverse patient effects were reported.

Event description:
Additional information was provided that the device was given to the patient and will not be returned to boston scientific.

Manufacturer narrative:
The device has not been returned. If this device gets returned at a later date, it will thoroughly be analyzed.

Event description:
Additional information was received that the device was explanted due to the battery depletion anomaly. The device is being retained at the hospital as requested by the patient's family.